Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in the pt's jaw it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type ii.

Manufacturer narrative:
(B)(4).